Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system had encountered an error. A technical support specialist (tss) applied the knowledge article ¿med es 1.5.2.x: fatal error when performing transaction / station db reaching the 10 gb limit of sql express attached.¿ the tss successfully shrank the database from 10 gb, reducing its size to 7.7 gb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station makes an error when trying to withdraw medication. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station makes an error when trying to withdraw medication. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.